Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx of the left fallopian tube/left hydrosalpinx"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)"), uterine polyp ("endometrial polyps/reproductive system disorder or condition-type of disorder or condition: endometrial polyps") and colon dysplasia ("precancerous colon polyps") in a 29-year-old female patient who had essure (batch no. 904760-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, lower abdominal pain, pelvic inflammatory disease, bleeding menstrual heavy, chronic cervicitis, squamous cell metaplasia and uterine bleeding. Concomitant products included ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems/teeth crumbling"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection: bladder"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and pollakiuria ("bladder or urinary problems or changes urinary frequency"). In 2016, the patient experienced pelvic pain ("pelvic pain / severe pelvic pain predominantly on the left side"), abdominal pain ("severe abdominal pain"), gastrointestinal ulcer ("gastrointestinal or digestive condition; recurrent ulcers") and colon dysplasia (seriousness criterion medically significant). On (B)(6) 2017, 5 years 1 month after insertion of essure, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy to remove the essure coils in both fallopian tubes/oophorectomy/hysterectomy) and surgery (uterine cervix dilation and curettage. Endometrial polyp removal.). Essure was removed on (B)(6) 2017. At the time of the report, the hydrosalpinx, pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, cystitis, nausea, uterine polyp, vaginal discharge, weight increased, urinary tract infection, vaginal infection, migraine, headache, gastrointestinal ulcer, colon dysplasia and pollakiuria outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, colon dysplasia, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal ulcer, genital haemorrhage, headache, hydrosalpinx, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pollakiuria, tooth fracture, urinary tract infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion then essure appears normal; on (B)(6) 2017: hydrosalpinx of the left fallopian tube concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia, hydrosalpinx, menorrhagia and dysmenorrhea and pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx of the left fallopian tube/left hydrosalpinx"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)"), uterine polyp ("endometrial polyps/reproductive system disorder or condition-type of disorder or condition: endometrial polyps") and colon dysplasia ("precancerous colon polyps") in a 29-year-old female patient who had essure (batch no. 904760-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, lower abdominal pain, pelvic inflammatory disease, bleeding menstrual heavy, chronic cervicitis, squamous cell metaplasia and uterine bleeding. Concomitant products included ondansetron (zofran) since 2012. On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems/teeth crumbling"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection: bladder"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), pollakiuria ("bladder or urinary problems or changes urinary frequency"), dysuria ("bladder or urinary problems or changes: dysuria") and micturition urgency ("bladder or urinary problems or changes: urinary urgency") and was found to have weight increased ("weight gain"). In 2016, the patient experienced colon dysplasia (seriousness criterion medically significant), pelvic pain ("pelvic pain / severe pelvic pain predominantly on the left side"), abdominal pain ("severe abdominal pain") and gastrointestinal ulcer ("gastrointestinal or digestive condition; recurrent ulcers"). On (B)(6)2017, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy to remove the essure coils in both fallopian tubes/oophorectomy/hysterectomy and uterine cervix dilation and curettage.endometrial polyp removal.). Essure was removed on (B)(6)2017. At the time of the report, the hydrosalpinx, pelvic inflammatory disease, genital haemorrhage, uterine polyp, colon dysplasia, pelvic pain, abdominal pain, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, cystitis, nausea, vaginal discharge, weight increased, urinary tract infection, vaginal infection, migraine, headache, gastrointestinal ulcer, pollakiuria, dysuria and micturition urgency outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, colon dysplasia, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal ulcer, genital haemorrhage, headache, hydrosalpinx, menorrhagia, micturition urgency, migraine, nausea, pelvic inflammatory disease, pelvic pain, pollakiuria, tooth fracture, urinary tract infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Pathology test - on(B)(6)2017: polyp-uterine, endometrial curettings, bilateral fallopian tubes: endometrium, polypectomy: benign endometrial polyp with secretory endometrium, day 21-22 of an idealized 28-day cycle.. Ultrasound scan vagina - on(B)(6)2012: results: total bilateral occlusion; on (B)(6)2012: results: essure appears normal; on (B)(6)2017: results: hydrosalpinx of the left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia, hydrosalpinx, menorrhagia and dysmenorrhea and pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " urinary urgency and dysuria" were added. Lab data and patient aka name was added. Incident an invalid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx of the left fallopian tube/left hydrosalpinx"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and uterine polyp ("endometrial polyps/reproductive system disorder or condition-type of disorder or condition: endometrial polyps") in a 29-year-old female patient who had essure (batch no. 904760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, lower abdominal pain, pelvic inflammatory disease, bleeding menstrual heavy, chronic cervicitis, squamous cell metaplasia and uterine bleeding. Concomitant products included ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth fracture ("dental problems/teeth crumbling"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection: bladder"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and pollakiuria ("bladder or urinary problems or changes urinary frequency"). In 2016, the patient experienced pelvic pain ("pelvic pain / severe pelvic pain predominantly on the left side"), abdominal pain ("severe abdominal pain"), gastrointestinal ulcer ("gastrointestinal or digestive condition; recurrent ulcers") and colon dysplasia ("precancerous colon polyps"). On (B)(6) 2017, 5 years 1 month after insertion of essure, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy to remove the essure coils in both fallopian tubes/oophorectomy/hysterectomy) and surgery (uterine cervix dilation and curettage. Endometrial polyp removal.). Essure was removed on (B)(6) 2017. At the time of the report, the hydrosalpinx, pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, cystitis, nausea, uterine polyp, vaginal discharge, weight increased, urinary tract infection, vaginal infection, migraine, headache, gastrointestinal ulcer, colon dysplasia and pollakiuria outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, colon dysplasia, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal ulcer, genital haemorrhage, headache, hydrosalpinx, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pollakiuria, tooth fracture, urinary tract infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion then essure appears normal; on (B)(6) 2017: hydrosalpinx of the left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, dyspareunia, hydrosalpinx, menorrhagia and dysmenorrhea and pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received with her demographic condition. Following events were added: abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, dental problems/teeth crumbling, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), fatigue, infection: bladder, nausea, endometrial polyps/reproductive system disorder or condition-type of disorder or condition: endometrial polyps, vaginal discharge, weight gain, urinary tract infection, vaginal infection, migraines, headaches, gastrointestinal or digestive condition; recurrent ulcers precancerous colon polyps, bladder or urinary problems or changes urinary frequency was added from pfs and pelvic inflammatory disease was added from medical record. Lot number added. Concomitant drugs and concomitant conditions added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx of the left fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pelvic pain / severe pelvic pain predominantly on the left side") and abdominal pain ("severe abdominal pain"). On (B)(6) 2017, 5 years 1 month after insertion of essure, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy to remove the essure coils in both fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the hydrosalpinx, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, hydrosalpinx and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: hydrosalpinx of the left fallopian tube incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.